Event description:
It was reported that while in the intensive care unit, the md inserted a sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction and inserted through the sheath. The iab was connected to the pump. The iab was implanted for two days before the pump alarmed "helium loss alarm." A new iab was not implanted because of the good condition of the pt. A third party svc organization checked the pump and it was "ok."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.